Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-feb-16 additional information was received from the healthcare provider (hcp). The hcp reported that an electrical outage in a home would not affect the ins and that the ins not working afterwards was unrelated. The cause was determined to be a program change and patient education being needed. The issues were not yet resolved, but the hcp stated that the patient would be educated on proper use and function of the device.

Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that since they had an electrical outage "the other night," it "just didn't seem that it's working right" referring to the ins. When asked for details of how it wasn't working, the patient said, "it doesn't tell me when I have to go to the bathroom," and "I don't know, it just didn't seem right." The agent reviewed that therapy didn't work by cueing when to use the restroom. The agent also reviewed that an electrical outage in their home was very unlikely to affect the function of the therapy. When asked, the patient didn't know if the managing healthcare provider (hcp) had any limitations on how/when therapy should be adjusted. The patient requested assistance with connecting to the ins, but they said they would talk to their hcp prior to making any adjustments to the settings. The agent walked the patient through successfully connecting to the ins. The patient confirmed therapy was on at 2.8 ma. The agent suggested the patient call back if any future assistance was needed.